Manufacturer narrative:
According to the fse, the devices are not reprocessed in the workshop before being returned to the customer. Additionally, the case used to transport the scopes is also not sterile and customers are informed of this and the importance of reprocessing the device in accordance to the reprocessing manual, including manual cleaning and disinfection. The customer retested both scopes after disinfection and were negative. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
A field service engineer (fse) reported to olympus, two evis exera iii colonovideoscopes arrived at the customer site and were found to be contaminated after being returned from the workshop. In both situations, the device recently arrived (both scopes had not been washed or used on patients) and the customer took samples for microbiological analysis both by dragging (introducing serum through the working channel and collecting it through the tip) and by swabbing (using a swab on the valve seats). The loaner tested positive for gram-positive mixed flora and the customer¿s repaired device tested positive for pseudomonas oleovorans. There were no reports of patient harm or infection associated with this event. Related patient identifiers: (B)(6) addresses loaner device cf-h185l, serial number (B)(6) (evis exera iii colonovideoscope and (B)(6) addresses customer owned device cf-hq190l, serial number (B)(6) (evis exera iii colonovideoscope).